Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report additional components potentially involved in the event include: common device name: scs ipg lead, model: 3660, UDI: (B)(4), serial: (B)(6), batch: a000091421.

Event description:
It was reported that the patient will have a pocket revision and battery replacement for an unknown reason. It is unknown which ipg is getting a pocket revision.

Event description:
Additional information was received indicating that the patient experienced pain at the ipg site of their thoracic system. As a result, surgical intervention was undertaken on 02jan2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.